Event description:
It was stated that there was a motor maintenance. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary cadd solis vip pump sn:(B)(6) was received from the customer stating that there was a motor maintenance. Visual test was performed - found worn dso seal and cracked battery compartment. Functional test was performed - found that pump's motor records 12,139+ million rotations, which is over limit. Replicated customer's reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Root cause was determined to be motor rotations over the limit. Dso seal, motor, and battery compartment were replaced.